Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the data board of the monitor was defective and nothing can be pressed on the monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that the cardioplegia (cpg) monitor was not responding to touch. He replaced the cpg display assembly and the power interface printed circuit (pc) boards but that did not resolve the problem. He installed a loaner monitor. During laboratory analysis, the product surveillance technician (pst) observed the front panel buttons to not respond to touch due to a defective prog comp (data) board. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the entire display assembly and the power interface board were replaced.